Event description:
It was reported that the patient was experiencing inadequate relief. The patient underwent spinal cord stimulation (scs) explant procedure. Product was not collected due to hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7073703. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate relief. The patient underwent spinal cord stimulation (scs) explant procedure. Product was not collected due to hospital policy. Additional information stated that the patient was doing well postoperatively.